Event description:
Date of the event is unk. Customer reported the IV tubing separated when the rn was removing it from the pump after the infusion was complete. No pt harm reported and no other details about the event available. The IV administration set was requested, but not received to date. A follow up report will be filed if product is received in the future.

Manufacturer narrative:
Pt information requested and all available information is included. This report was filed by the manufacturer.